Event description:
It was noted that that there was blood in the extension of the port tubing and blood was dripping out distally at the junction of soft tubing and hard tubing before microclave. Intravenous fluids (ivf) cisplatin posthydration stopped and extension tubing clamped. Informed pt's family that the extension had an opening in it and port needs to be deaccessed and reaccessed. Since pt is getting cisplatin post hydration emla cream could not be used because port needed to be accessed right away. The procedure done in treatment room. When old huber needle was removed from pt, there was some resistance at the tip of huber needle. With some gentle manipulation, the needle was removed from pt and it was noted that the bevel of needle turned outward and upward. Attempted to reaccess port x1 and pat tolerated procedure within age appropriate response. Pt returned to room and post hydration resumed. Pt was calm and watching a movie when returned to room.device #1is this a laboratory device or laboratory test?no.